Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the port for the power supply was damaged. When unplugging the power supply cable from the navigation system, the monitors regained functionality. A panel fan cable was also discovered to be damaged and removed from the fan. The representative replaced the fan cable and the power supply cable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fan cable has not been received by the manufacturer for evaluation. The suspect power supply cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, when starting up the navigation system, no power was being received by the monitors for the system. No additional information was provided. There was no patient present when this issue was identified.